Event description:
It was reported that the pencil was stuck in the coag mode. This happened when the surgical tech. Received the device. The pencil came in a custom total abdominal hysterectomy pack.